Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into arm, which is off-label usage, on (B)(6) 2019. The patient stated that the cgm alerted him for values of 40 mg/dl, 41 mg/dl and 44 mg/dl. His cgm values would raise but would drop again. He went to the emergency department (ed) because he was feeling ill and his cgm values were low. The ed tested his bg via finger stick and the values were 182 mg/dl and 185 mg/dl. Blood work glucose value was 195 mg/dl. He was instructed by the ed to use long-lasting insulin in his pump. The patient stated they were in the ed for 8 hours before being discharged. At the time of contact, the patient was doing okay. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.